Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not successfully implanted due to poor parameters during placement attempts. The lead was repositioned several times however the physician was unable to obtain acceptable measurements. The lead was removed and replaced with another boston scientific lead of different model type and the attempted implant lead discarded. No adverse patient effects were reported.